Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed the mechanical test due to a problem with the motion control box. Replaced motion control box. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The motion control box was returned to the manufacturer for analysis. Investigation found a tilt defect, during homing process would not tilt. Will not home. The hardware investigation found that reported event was related to a software failure functionality.

Event description:
A medtronic representative reported that the tilt motion of the imaging system was blocked. There is a necessary gantry motion controller replacement needed. There was no patient present when this issue was identified.